Event description:
It was reported that a dark material was inside the fluid in the tubing of a continu-flo solution set. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed a dark particle in the y-site shaft. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection showed that there was a dark particle in the outlet port of the y-site. The y-site was cut open to remove the particle and the particle was microscopically examined. The particle appeared to be a burnt/charred piece of plastic approximately 1/8 inch in diameter. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.